Event description:
Additional information was received from a patient. It was reported that the issue was not resolved. The patient can place her fingers on the implant and she can feel it buzzing; you cannot hear the buzzing. The implantable neurostimulator (ins) was checked out by the manufacturer representative (rep) and reported it was ok but the buzzing persisted. If additional information is received, the event will be updated.

Event description:
Additional information received from the patient reported the implant was ok they just noticed a buzzing but it was on ok. The implant was checked ok. The buzzing was still there and had not been resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer reported the left implantable neurostimulator (ins) was buzzing daily. The patient had fallen five times in the last two months. Two months ago, the patient met with their health care provider (hcp) and no device issues were found at that time. The patient had not seen their hcp for the ins buzzing that started suddenly in (B)(6) 2016. The patient&#62688;indication for use is parkinson's&#62688;dual and movement disorders. No symptoms, actions/interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.